Event description:
Dealer stated the consumer sat down on the chair and it allegedly collapsed, causing him to allegedly be thrown against the wall and floor in the shower. Injury is alleged.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model 96-2, (B)(4) is approximately 6 months old. The owner's manual part number 1145752 rev b (apr-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male, (B)(6). The consumers preexisting medical condition indicates he is a diabetic who bleeds easily, has arthritis, a herniated lower disc and had a previous right hip replacement. The consumer was in the shower and sat on the unit and it allegedly collapsed. The consumer's hand got caught between the shower and the seat. The consumer bled profusely from a cut on his right hand. The consumer stated that he could see through flesh to the bone. The consumer called the doctor and was instructed to go to the hospital. He is afraid of hospitals and refused to go. He instead continued to change out his bandages and stated that cut is completely healed at this time. The unit allegedly collapsed on the right side (only one side). The consumer has a stand up shower. The consumers stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.